Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced alternating or loss of capture. Upon device interrogation, all was normal. Technical support review of file confirmed patient has low pacing threshold and the device autocapture was attempting to perform a threshold search every two minutes due to capture undetermined. Programing changes were made, the patient's condition was fine.